Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent capture at high outputs resulting in asystole for greater than two seconds. Capture was restored when the lead was programmed to unipolar configuration. A lead dislodgement was suspected, however, x-ray and fluoroscopic imaging was unremarkable. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.